Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded inappropriate atrial tachy response (atr) episodes and pacemaker mediated tachycardia (pmt) with far field atrial sensing of right ventricular events and brady pacing delivered when not required. There was no asystole and no inappropriate therapy. Various reprogramming recommendations around sensing rates and blanking periods were given for this pacemaker that remains in service. No adverse patient effects were reported.